Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was admitted to the hospital due to patient experiencing pain at the ipg site and the site was warm. The patient also sated it was affecting their kidneys. It was also reported that the system diagnostics recorded high impedances on the leads and as a result the patient had ineffective stimulation. Surgical intervention may take place at a future date to address the issue.